Event description:
It was reported that during a procedure a 4.5 or 5.0 trek dilatation catheter was advanced and dilatation was performed without issue, during withdrawal the balloon met resistance with the guiding catheter. Once outside of the patient anatomy the balloon was noted to be wrinkled/bunched. There was no adverse patient effect and no clinically significant delay caused by the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence as it was reported to have occurred a while back. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.